Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic tubal ligation, the device was applied at the start of the procedure, the device made strange noise and the expandable sleeve was thought to have broken off at the distal end. The surgeon opened another one and looked for the piece within the patient's abdomen. Once the second trocar was removed same thing happened. The surgeon then used a different trocar and continued to look for the two missing portions of the expandable sleeve. The surgeon opened the patient and looked for the pieces without success then closed the patient. Incision was extended for more than 1 inch. The next day after meeting with the quality manager made the discovery that both expandable sleeves of the two trocars where in fact intact and there was nothing missing from either.